Event description:
Complainant alleged that during biomed testing, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported problem of device intermittently powers up was observed and isolated to the system board. The system board was replaced to remedy the problem condition. The device was recertified and returned to the customer. Analysis of failures of this type has not identified an increase in trend.